Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.

Manufacturer narrative:
Correction:event date should have been reported as (B)(6) 2017, which was earlier incorrectly reported as (B)(6) 2017. Report source ¿study¿ and ¿company representative¿ should have been reported.

Event description:
New information available on (B)(6) 2017 states that, the patient died due to acute cerebrovascular accident.